Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've had a gradual return of symptoms and is peeing more frequently when having a soda or water. After drinking, they have to go to the bathroom every few minutes. They didn't have their patient programmer (pp) at the time of the call for troubleshooting. During the call, the manufacturing company reviewed how to increase stimulation as well as different programs. Patient added that they will call back if they want assistance and that their healthcare provider (hcp) told them to play with the device. Patient said they do feel stimulation "kinda like a throbbing" at the ins site, but then clarified it is not uncomfortable. No further patient complications have been reported as a result f this event.